Manufacturer narrative:
The implant was returned for analysis. The introducer, pusher, dispenser hoop, shrink lock and microcatheter were not returned. Investigation into the returned implant found it to have offset and kinked coils. It also was buckled and lacked shape. The monofilament profile displayed evidence of a tensile break. The monofilament profile indicates the separation of the implant from the pusher occurred due to tensile force rather than activation using the detachment controller. The pusher and microcatheter used in the procedure were not available to be evaluated, so the investigation could not determine if either had caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis. The root cause cannot be determined. The instructions for use (IFU) identifies premature and difficult coil detachment as potential complications associated with the use of the device.

Event description:
It was reported that an embolization coil would not detach after five attempts. During withdrawal of the device, the implant coil detached inside the microcatheter. There was no reported patient injury or additional intervention.